Event description:
It was reported that a patient presented with dislodgement resulting in loss of capture noted on the right atrial lead following implant. The patient experienced discomfort as a result. A chest x-ray was performed to confirm the dislodgement. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.